Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient. According to the complainant, the implantation occurred on (B)(6) 2008; when the physician's office was contacted, it was stated that the lynx sling was implanted on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's nurse, the patient had some abdominal pain and bleeding approximately 3 months post-procedure. A visit to the ER was required for these complications. When the patient returned on (B)(6) 2009 for a follow-up procedure, the patient was not experiencing any bleeding or pain. The patient was supposed to return for another check-up a month later, but did not return; the patient hasn't been to the physician's office since (B)(6) 2009. Per the nurse receptionist, all other information is unknown and unavailable. Should additional relevant details become available, a supplemental report will be submitted.